Event description:
A malfunction code displayed on the customer's insulin pump, identified as malf 16, was reported, and it was determined that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl; thus, there was no adverse impact. The customer was instructed to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support agreed to replace the pump.